Manufacturer narrative:
Internal complaint reference (B)(4). H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Based on the latest information received, there is not enough or clear information that a medical intervention was required and the case was successfully completed using the originally drilled bone hole. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. Correction in h10.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an acl procedure, the biorci-ha screw could not engage and hence was taken out. The surgery was resumed, after a non-significant delay, with a back-up device in the originally drilled hole. No further complications were reported.